Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer uses her scs system due to experiencing a burning and pinching sensation at the ipg site. It was also reported the pt's ipg is inoperable.